Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received readings of 48 mg/d, 50 mg/d, 58 mg/d, and 60 mg/dl obtained on the adc device compared to unknown readings obtained on an unspecified . It is unknown whether the customer noted a trend arrow on the device. The customer was asymptomatic but was unable to self-treat. The ambulance was called and upon arriving, the customer was transported to a hospital, and an unspecified treatment was administered for the reported issue. Adc customer service attempted to contact the customer to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.